Event description:
Information was received from a patient who was implanted with a neurostimulator for epilepsy. It was reported that about 7 years ago, the patient went to the ER with a fever and was subsequently hospitalized. The fever has since been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.